Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). A review all of the DHR could not identify any deviations or nonconformities relevant to the issue. Livanova service representative was dispatched to the facility and confirmed the failure. As root cause "fluid/ moisture ingress" (i.e. Dried fluid on electrical components) was identified. Most likely cause for the fluid entrance is due to "use condition" (i.e. Cleaning).

Event description:
Livanova received a report that a s5 erc tubing clamp / 620mm triggered an error message at the power up. It was reported that the device was also noisy in the previous days. Customer had continued using the unit for procedure. There was no patient involvement